Event description:
Two ribloc u plus plates were implanted on (B)(6) 2015. One of the plates broke while implanted. The broken plate was removed on (B)(6) 2015.

Manufacturer narrative:
The returned plate was examined. Only half of the plate was returned; the returned half did not have the lot code. The plate broke between the intermediate holes. The cross section dimensions - width and thickness - were measured at the plate fracture side and both dimensions met specification. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break.